Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high capture threshold and decreased r-wave amplitude. Repositioning was attempted but failed due to difficulty retracting the lead helix. Upon lead explant, a suspected insulation breach was noted. The patient was stable.

Manufacturer narrative:
The reported events were helix mechanism issue, insulation damage, ¿distended part was observed between the chip and the coil which was considered to absorb blood-like fluid¿, unacceptable threshold and r-wave amp variation. The reported events of helix mechanism issue, insulation damage and ¿distended part was observed between the chip and the coil which was considered to absorb blood-like fluid¿ were confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. Visual inspection found a cut to the lead body insulation at the suture tie region and blood on the header sleeve consistent with procedural damage. X-ray examination found overtorque of the inner coil consistent with procedural damage. After cleaning, the helix could be extended and retracted by applying torque to the connector pin. The full helix extension length was measured to be within specification. The cause of the reported event of helix mechanism issue was due to overtorque of the inner coil and the helix being clogged with blood/tissue. The cause of the reported events of insulation damage and ¿distended part¿ was damage consistent with those occurring at the time of the procedure. The reported events of unacceptable threshold and r-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
The reported events were unacceptable threshold, r-wave amp variation, helix mechanism issue and insulation damage. The reported events of insulation damage and helix mechanism issue were confirmed. As received, a complete lead was returned in one piece with helix found retracted and clogged with tissue. Visual inspection found a cut to the lead body insulation at the suture tie region consistent with procedural damage. X-ray examination found the inner coil was overtorqued consistent with procedural damage. After cleaning, the helix could be extended and retracted by applying torque to the connector pin. The full helix extension length was measured to be within specification. The cause of the reported events of helix mechanism issue and insulation damage was due to over-torqued inner coil and cut to the lead body insulation consistent with procedural damage. The reported events of unacceptable threshold and r-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.